Event description:
It was reported that the ipg was inoperable and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The event of ipg explant/replacement due to ipg becoming inoperable was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.